Event description:
Customer contacted customer service on (B)(6) 2013 and reported that "her body (was) hurting so much like it was beaten" and stated she had a headache and felt like she was going to faint. Customer further reported she attempted to test on her adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer self-injected glucagon and reported she "used glucagon every day in the morning and evening". Customer denied seeking third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1360717) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.